Event description:
It was reported post-op a laparoscopic adjustable band procedure in 2009. The pt came in with lower right quadrant pain. The x-ray showed that the tubing has become disconnected from the port. The locking connector was still intact, but the tubing had disconnected. The tubing was retrieved, the tubing and band were flushed, and a new port and locking connector were implanted. The pt is stable.

Manufacturer narrative:
Date sent: 10/23/2009. Info anticipated, but unavailable at this time.